Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the on/off power button gasket and switch consistent with mis-handling. The on/off switch gasket and main board were replaced to remedy the reported malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.